Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23, pump error 68, pump error 49, and charge/battery lasted less than expected only for 4 hours. The customer reported no adverse events. The event involved product(s) mmt-1880l. Troubleshooting was performed. The customer reported receiving a pump error. The customer was able to clear the error and the fill cannula delivery test was successful. The error table did not indicate that the insulin pump should be replaced and the pump passed the self-test. The customer was not using the quick bolus speed feature on an impacted pump. No harm requiring medical intervention was reported. Mmt-1880l was requested, and the customer response was that the device would be returned.

Manufacturer narrative:
The pump passed the displacement test, active current measurement test and self-test. Pump failed sleep current measurement. Pump error 23 was noted which was expected. Successfully downloaded history files and traces using thump. Pump error 23 was found in the history files on 04/11/2024 00:19:41.000. Pump error 49 was found in the history files on 04/11/2024 00:19:16.000. Pump error 68 was found in the history files on 04/11/2024 00:19:16.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range, however, the power management graph indicated an esd latch-up on an ic chip due to moisture. An unexpected amount of 104 low battery alerts were found in the history files during the time of 04/08/2024 06:29:01.000 to 04/15/2024 18:09:00.000. No alarms or alerts noted during testing, however, fault 6: 04/10/2024 11:52:33.000, fault 11: 04/11/2024 15:11:00.000 and fault 73: 04/11/2024 14:49:00.000 were found in the history files and traces. P-cap locks properly into the reservoir compartment. Pump was cut open to perform visual inspection and found moisture damage to the pcba 1, pcba 2, force sensor, lcd assembly, lcd flex tail, j6 connector and motor. The following were noted during visual inspection: pillowing keypad overlay, scratched case and label damage (stained). Pump error 23, 49 and 68 were not confirmed. Charge/battery lasts less than expected was confirmed due to moisture damage. Unexpected battery power loss confirmed due to moisture damage. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.